Manufacturer narrative:
Correction h11 (evaluation information): a review of the service history record identified the device has been previously serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event.

Manufacturer narrative:
The device was received for evaluation. During functional testing, air sensor failed was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream sensor. The ultrasonic sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the air sensor test 3 times. This occurred in the biomed service department. There was no patient involvement. No additional information is available.